Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 4 of 6: reference MFR. Report#: 1627487-2017-00923, reference MFR. Report#: 1627487-2017-00924, reference MFR. Report#: 1627487-2017-00925, reference MFR. Report#: 1627487-2017-00927, reference MFR. Report#: 1627487-2017-00928. The patient has two scs systems. It was reported the patient's scs was explanted due to infection. The date of explant is unknown. Also, both of the patient's scs systems are being reported because it's unknown which scs system was explanted.

Event description:
Device 4 of 6: reference MFR. Report#: 1627487-2017-00923, reference MFR. Report#: 1627487-2017-00924, reference MFR. Report#: 1627487-2017-00925, reference MFR. Report#: 1627487-2017-00927, reference MFR. Report#: 1627487-2017-00928. Follow-up revealed the infection has resolved.